Event description:
During preventive maintenance, an error message was displayed indicating that charging of the backup batteries was not possible. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progess, but no conclusions have been drawn.